Event description:
Reporter indicated he was returning an explanted vns generator from a deceased pt. No info about the pt or generator was provided by the reporter. All attempts for add'l info and generator return from the reporter have been unsuccessful to date.